Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm the system error 322 alarm through review of the device event history log. The alarm could not be reproduced due to a constant load set message. The root cause of the reported infusion interruption, due to the system error 322, was determined to be the result of a false detection of a latch switch transition caused by intermittent door latch switch noise. Door latch switch noise is the product of latch switch chatter which is caused by the undesirable fluctuation (amplitude & frequency) of an electrical signal which can be falsely interpreted as a latch switch transition by the pump's original software. Baxter has initiated an approved remedial action; however this device has a version of software that does not have an approved software update. The device was found to be operating mechanically as designed and no action will be taken at this time. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Manufacturer narrative:
(B)(4). Based on the clinical evaluation of the event history log, it appears that the device was programmed using the clinical parameters that were provided to the user. Multiple system error 322 occurrences were observed and confirmed during a review of the event history log. Some of these occurrences took place as much as three(3) months prior to the reported event through event history log evaluation, a system error 322 occurred in the log at the time of the alleged event based on the clinical information obtained from the customer. The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump interrupted therapy. The event occurred in the intensive care unit. The patient's diagnosis was pancreatitis in complete renal failure on continuous renal replacement therapy. Reported systolic blood pressure: 120, no diastolic blood pressure and mean arterial pressure (map): 60, and in an inotropic dependent state. The patient required continuous infusion of levophed concentration: 16mg/250ml, dose: 30mcg/min, rate: 28.6ml/hr and epinephrine (double strength) concentration: 8mg/250ml, dose: 30mcg/min, rate: 56ml/min. It was reported that an alarm sounded, no error code displayed on the screen and the pump displayed prompts to turn power off, then back on. The total time relationship between the alarm sounding, corrective action to clear the alarm and reprogram the epinephrine infusion was "1 minute to 1 minute and 30 seconds." It was reported within seconds of the epinephrine not infusing, the patient suffered a precipitous decrease in systolic blood pressure to 100 and mean arterial pressure (map) to 40-50, indicating extreme inotropic dependency. Epinephrine was increased to 40mcg/min in attempt to increase the systolic blood pressure and mean arterial pressure, with no effect. The patient's systolic blood pressure and map were unable to recover and ultimately the patient expired. It was noted that the brief interruption of epinephrine contributed to the decrease in systolic blood pressure and map with no recovery. As communicated by the reporting facility, this patient was expected to expire.